Event description:
Reportedly, the lead was implanted on (B)(6) 2024, . Ventricular perforation was confirmed by increased of the lead impedance and CT scanner confirmed the perforation after implantation. The lead was explanted on (B)(6) 2024.

Manufacturer narrative:
Summary of the investigation: the manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. According to the filed, the ventricular lead perforation was confirmed by a CT scanner. A reintervention was performed to explant the subject lead on (B)(6) 2024. Since no patient files (x-ray/fluoroscopies or cso) were provided, the reported cardiac perforation could not be confirmed with certainty. As the suspected lead was not returned (discarded in the hospital) and based on available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the lead was implanted on (B)(6) 2024, ventricular perforation was confirmed by increased of the lead impedance and CT scanner confirmed the perforation after implantation. The lead was explanted on (B)(6) 2024.